Event description:
It was reported that the patient underwent l5-s1 facet ( revision laminectomy) posterior lumbar fusion. A beveled needle broke off in the l5 pedicle below the 40 mm taper. Additional surgical time resulted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent mast tlif at l5-s1. During surgery, the beveled needle cannula broke just below the taper. It had been inserted percutaneously and broke while trying to remove it after final trajectory. The broken cannula was removed from the pedicle after reaming around the bone, and removed with reverse thread extractor and vice grip/slap hammer. A 6.5 x 60mm percutaneous screw was placed in the right l5 pedicle. No additional complications were reported.